Event description:
It was reported that a catheter issue occurred resulting in a cancelled procedure. The patient presented with left main disease. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The machine could not display the image making it impossible to continue the procedure with this catheter. The procedure was not completed due to this event. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 (B)(6).

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed no issues, no damage was found within the telescope section or the sheath section of the device. The device appears to be in good condition. Impedance testing indicated an electrical open at the proximal end of the catheter, located between 130-140 cm from the distal housing. E1 initial reporter facility name: (B)(6).

Event description:
It was reported that a catheter issue occurred resulting in a cancelled procedure. The patient presented with left main disease. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The machine could not display the image making it impossible to continue the procedure with this catheter. The procedure was not completed due to this event. The patient condition following the procedure was stable. However, it was further reported that the imaging procedure cancelled due to the opticross issue, and the patient was not sedated.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter city: (B)(6).

Event description:
It was reported that a catheter issue occurred resulting in a cancelled procedure. The patient presented with left main disease. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. The machine could not display the image making it impossible to continue the procedure with this catheter. The procedure was not completed due to this event. The patient condition following the procedure was stable. However, it was further reported that the imaging procedure was cancelled due to the opticross issue, and the patient was not sedated.